Event description:
It is reported that during surgery in 2008, screws broke. Broken pieces remain implanted in pt.

Manufacturer narrative:
Evaluation summary: all the returned cancellous screws have broken under the screw head at the first thread indicating snapping of the screws under power. Sem confirms the fracture due to overload in torsion. The cancellous screws are not meant to be used under power though the bone is pre-tapped and drilled. If used only first few turns need to be under power and closed with a manual screw driver. Overloading on a hard radial shaft bone has led to torsional fracture. H6: evaluation codes: device history records indicate device manufactured to specification. The returned devices meet specification where measurable. Scanning electron microscopy analysis of the fractured showed elongated dimples indicated that fractures occurred by overload torsion. Energy dispersive spectroscopy analysis of screw material showed fe, cr, ni and mo elemental peaks typical of a 316l sst.